Manufacturer narrative:
The device records 57 log entries between the 11th july 2008 and 30th april 2015, the longest of which lasts 1 minute 48 seconds duration. The device failed multiple self tests due to a low battery between january 2012 and october 2013. It is reasonable to conclude that devices returned for the reported fault may be attributed to a damaged component. Upon internal inspection of the device the component appeared twisted and was not making sufficient contact with the printed circuit board. The component was part of the switch off circuitry which explains why the device shutdown but both the pads on and stand clear leds remained constantly illuminated. The fault was replicated during the investigation. The failure of the leds to be extinguished resulted in a high current drain which would account for the returned pad-pak being depleted beyond use. Investigation was unable to determine how the component became damaged. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.